Event description:
On (B)(6) 2009 - pt underwent left lower lobectomy via fifth intercostal space posterolateral thoracotomy, and mediastinal lymph node dissection. Surgeon noted during procedure...." The pulmonary vein was dissected free and vascular stapling with device is a ta-30 vascular stapling device was then fired proximally and distally and the pulmonary artery was then divided and the proximal staples did not fire appropriately and it appears that there was no staples that went into the pulmonary vein. All thus the proximal portion pulmonary vein was then clamped with vascular clamps and incision was carried through the serratus anterior muscle to get adequate exposure. The proximal stump of the pulmonary vein was then oversewn with a 4-0 prolene running over and over stitch. Clamp was removed and there was no bleeding from the pulmonary vein. The major fissure was completed with endo-gia 50 stapling device. The pulmonary artery below the left lower lobe pulmonary artery was then dissected free, and a vascular stapling device was then fired proximally and distally and the upper lobe was then inflated at 40 cm of pressure with the stump underneath saline and there were no air leaks noted....the pt tolerated procedure well and was brought to recovery room in stable condition.